Event description:
As reported by the user facility to company sales rep: (B)(4). Under infusion - no clinical details available, calls to customer contact by customer support for more info have not been returned. Additional info received on (B)(4) 2012: call received from customer. Complaint is that on three occasions pump was set to deliver a programmed volume over a programmed amount of time. Pump alarmed infusion was complete; however, approx half of the volume remained in the bag each time.

Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting a single report on behalf of b(B)(4). The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.